Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler did not form in b-shape formation. To resolve the issue they sutured the openness on the staple line and another reload was used to continue the case. There was no patient injury.